Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the root cause was determined to be a broken tube from which the additive leaked out and dried causing the dark brown substance. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had problems with content overflow. Foreign material was observed in the package. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had problems with content overflow. Foreign material was observed in the package. No report of injury or medical intervention. No report of blood exposure to mucous membrane.